Event description:
According to the complaint, a patient's sample was run on the abl90 flex plus analyzer (B)(4) with the following result for the bilirubin parameter: (B)(6) 2022 @17:43h 126 umol/l. The following comparison measurements were reported: (B)(6) 2022 @19:00h 366 umol/l. (B)(6) 2022 @01:50h 336 umol/l. (B)(6) 2022 @11:50h 284 umol/l. Based on the measurements, the result of 126 umol/l from the abl90 flex plus analyzer was reported as false low by the customer. No reports of death or serious injury were received related to this complaint.

Manufacturer narrative:
Investigation is finalized, with the conclusion that the product did not malfunction, hence the incident is no longer considered reportable.

Manufacturer narrative:
Investigation is still ongoing. The data logs have been examined - calibration log and qc log - where there were no visible outliers in the measurements. The patient log with the erroneous ctbil-measurement has also been investigated. The spectra were examined with no apparent issues. Bilirubin concentration was recalculated where the result was comparable with that of the instrument indicating that the abl90 instrument was calculating the concentration correctly. Other oximetry-parameters appear normal, giving no indication of any measurement errors. The sensor cassette-parameters appear normal, giving no indication of any measurement errors. The relationship between the po2 measured by the sensor cassette and so2 measured by the oxi. Module showed that the saturation was higher than expected from the po2-measurement, which could indicate the presence of a small air bubble in the liquid path. However, the air bubble cannot justify such a large deviation in the bilirubin measurement. Currently awaiting replacement of the oxi. Module and receival of the old oxi. Module back for further investigation.